Event description:
It was reported the pt's trial leads migrated completely out on (B)(6) 2014. Trial is considered complete and the pt was directed to urgent care. Pt was satisfied with stimulation during the trial.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.